Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the segment broken, the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) crushed, and the bending rubber leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).